Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a cut on the charged coupled device unit and damage on the circuit board of the video plug section, which caused image noise and poor image display. In addition to the reportable malfunction, the following were noted: the due to a pinhole on video cable, water tightness was lost; the bending section cover had a scratch; the adhesive on the bending section cover had a chip; the video connector had a scratch; the control unit had a scratch; the grip had a scratch; the universal cord had discoloration; the upward/downward angulation plate had a scratch; the right/left plate had a scratch; the angulation lever had a scratch; switch 1 had discoloration and a scratch; the light guide connector had a scratch; the light guide-cover glass had a scratch; the video connector case had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely from a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side; however, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the hd endoeye laparo-thoraco videoscope had poor video output. The issue was found during preparation for use for a therapeutic procedure that was completed with a similar device without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a cut on the charged coupled device unit and damage on the circuit board of the video plug section, which caused image noise and poor image display. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.